Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper device maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit on the electric pen drive device was not functioning and defective. It was further determined that the device failed pretest for check function and direction of rotation. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction data: the date returned to manufacturer was documented as dec 06, 2017 on the initial report. It has been updated as dec 07, 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.